Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the implantable neurostimulator depleted very quickly after surgery. The patient had a pocket revision surgery after, and he did not charge for some time to allow the pocket to heal. Additional information was received on (B)(6) 2016 from a manufacturer representative (rep). It was unknown when the ins pocket revision took place but the device was now working and the patient was interested in a non-rechargeable device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.